Event description:
Additional information was received. It was confirmed that when the camera was plugged into the ethernet cable from the power over ethernet (poe) to the center of the camera arm mast, the camera connected and functioned as designed, but when it was plugged into the entire cable chain, the localizer disconnected message appeared. The bulkhead in the arm were checked and it was confirmed that it had no visible signs of damage and that the cables were fully seated at both ends, but there was no change.

Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed there was "bump" and "temperature" status indicators on the camera and the "localizer not connected" error. The cable to camera inside the arm was replaced and the system performed as intended. Codes b01, c02, and d02 are applicable. H3, h6) the 9735821, lot: p900449 was returned to the manufacturer for analysis. Testing revealed there was intermittent firmware in compatibility dating back to (B)(6)2018 and intermittent "illuminator current low" dating back to (B)(6) 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes b01, c13, and d02 are applicable to this returned product analysis. H2) updates made to b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer not found message. The left light was green, and right was amber. When the camera was plugged into the ethernet cable from the poe to the center of the camera arm mast, the camera connects and functioned as designed. When it is plugged into the entire cable chain, the manufacturing representative (rep) received the localizer disconnected message. The rep checked the bulkhead in the arm and confirmed that it had no visible signs of damage and that the cables were fully seated at both ends, but there was no change. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735821 (unknown serial/lot); product ID 9735843 (unknown serial/lot);  h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.